Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10: concomitant device: ideal suture shuttle 90 degrees, therapy date: (B)(6) 2024. UDI: (B)(4).

Event description:
It was reported by the sales rep in japan that during an unspecified surgical procedure on (B)(6) 2024 it was observed that when the ideal suture shuttle 90 degrees device shuttle was inserted to apply the suture after the start of the procedure, the surgeon felt strange and took it out. It was confirmed that the suture shuttle was deformed. Then, a new suture shuttle was used, and it was also bent right after use. An arthrex¿s lasso was used for the surgery and it was not deformed. The shaft diameter differed from the arthrex¿s device. It was thinner, so that comparison was not possible. The surgeon has been using chia 90 for nearly a year, and this issue occurred for the first time. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 of the same event

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that ideal suture shuttle 90 degrees had the tip deformed. A manufacturing investigation was performed; no label was received. The problem was confirmed and the tip was bent. The device was checked, and still meet the force specifications. No dimensional issues were detected. The DHR was checked and no non conformances were found. The supplier performed an investigation with engineering, production, qc and qa departments. The raw material used for the devices meets the minimum tensile strength requirement. As per the IFU instructions, axial force must not be applied to the suture shuttle. The description of this device it is clearly stated that the suture shuttle is to be used only for passing suture through tissues. IFU guides the right way of using the device. In all the instructions, the device must be used with care and to follow instructions. The device and the manufacturing process have been validated and approved. As to risk analysis report, the bending of the device has little potential of injury. After reviewing all the information, the investigation team has concluded there was a misuse of the device that caused the reported failure. The root cause can be traced to misuse of the device. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to misuse of the device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.